Event description:
During the device evaluation, the duodenovideoscope exhibited burn marks on the metal distal tip, a burn mark on the forceps stand and peeling of the illumination lens bonding area. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed burn marks on the metal distal tip, and the forceps stand could not be determined, however, this issue was likely the result of using a high-frequency instrument without sufficient distance between the instruments when in use. Additionally, a definitive root cause of the observed bonding area of the light guide lens is peeling could not be determined; however, this issue was likely the result of repetitive use stress, user handling and or external factors. The devise burn mark issues can be detected/prevented by following the instructions for use sections below: 3.3 endoscope inspection. 3.8 inspection of the function in combination with related equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.